Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06198. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned in the appendage, but it was too proximal so it was fully recaptured. Following the recapture of the closure device a pericardial effusion sweep was performed and an effusion was found. A pericardiocentesis was performed and 500cc of blood were withdrawn from the patient. The patient is stable and the blood that was removed was replaced. They gained access again with a watchman® access system (was) and another 27mm watchman ® laa closure device & delivery system (wds) was advanced. This procedure was successful and the closure device was implanted in the patient. The patient left in a stable condition.